Manufacturer narrative:
Inspected 3 opened/used enlite sensors and performed bicarbonate buffer test. All 3 sensors passed per specification with accurate readings, but also found 1 cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 600 mg/dl. The customer stated they had treated their blood glucose with 5 units of insulin. Customer also reported receiving a sensor error alert. Troubleshooting found the customer had a bent sensor. It was also found the sensor cannula was bent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.